Event description:
The customer's husband reported via phone call that they were asleep when they were awaken with a constant tone. The insulin pump had an audio or beep anomaly. Customer's blood glucose level was not reported. The insulin pump alarmed unexpected restart after putting back the battery. The self-test passed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.